Manufacturer narrative:
Upon follow up it was reported that on an unknown date, the patient was discharged from the hospital. Antibiotic treatment for the peritonitis was discontinued. At the time of this report, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested b abdomen pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm start dose, once a day for 14 days, intraperitoneal), amikacin injection (100 mg, one bag per day, intraperitoneal, duration was not reported) and imipenem injection (1 gm, one bag per day, intraperitoneal, duration was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.